Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge when placed on multiple chargers and instead drained, with the user observing minimal increase in charge and receiving low-battery alerts, and blood glucose was affected with a highest reported value of 268, consistent with a premature battery discharge problem involving the battery component. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a premature discharge of the battery and implicated the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.